Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-29. H6: investigation summary it was reported that the sterility was compromised. To aid in the investigation, two samples were received for evaluation by our quality team. One sample came with no packaging blister and a needle assembly attached. A visual inspection was performed and no defects or imperfections were observed. The plunger rod-rubber stopper was pushed to the bottom of the syringe and the lubricant was visible; this is normal. The other sample came in a sealed packaging blister. A visual inspection was performed and no defects or imperfections were observed. Just as with the other sample, the lubricant is made visible be pressing the plunger rod-rubber stopper towards the bottom of the syringe barrel. The lubricant is medical grade and is applied to the rubber stopper and inner wall of the syringe barrel to make the movement of the plunger rod-rubber stopper smooth. It could be the customer is confused by the presence of the lubricant. A device history record review was completed for provided material number 302830, lot number 1091300. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe packaging seal was compromised, allowing oil to enter the barrel and plunger. The following information was provided by the initial reporter: "sterility compromised / seal integrity verbatim: oil ends up in the syringe and the plunger, is not sterile."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe packaging seal was compromised, allowing oil to enter the barrel and plunger. The following information was provided by the initial reporter: "sterility compromised / seal integrity verbatim: oil ends up in the syringe and the plunger, is not sterile".